Manufacturer narrative:
After battery installation unit gave an unexpected partial display with horizontal lines on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test and self test due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was 94 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump was not able to select anything in menu and already turned off insulin pump. Customer stated that the issue still persists after inserting new battery. The insulin pump will not be returned for analysis.